Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was blocked and there was no csf flow; therefore, it was removed and replaced. According to information provided, it is unknown if the patient presented with signs and symptoms.

Manufacturer narrative:
Hakim valve was returned for evaluation: DHR - lot 6366249, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: some biological debris was noted inside the valve. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. The catheter was irrigated no occlusions noted. Root cause - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve and catheters at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. As noted in the investigation report no occlusion was noted.